Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4). Medical device problem code: (B)(4). Medical device problem code: (B)(4). The returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head presented remnants indicating that it was used. It had seven bands attached, some of them had moved from their position and overlapped. The trip wire was not secured. The suture thread was broken and it contained seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that the ligator head teeth were bent/damaged and the seven bands in the ligator head had moved and overlapped, suggesting that the device could not deploy. It was found that the trip wire was not secured, and the suture was broken; however, the instructions for use (IFU) indicates, "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit." These conditions could have caused that the device did not work as intended, resulting in inability of the device to deploy and suture broken. It is very important to the correct operation of the device that the user take up the slack correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
Boston scientific received a speedband superview super 7 device with no associated information. This event has been deemed an MDR-reportable event based on investigation results which revealed that the bands moved from their position and overlapped, and the ligator head teeth were damaged/bent. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.